Event description:
Patient on an intra-aortic balloon pump (iabp) with a ratio of 1:1 for four (4) days. At 0920 am the pump started alarming for leak in system. Blood leaking out in the iab catheter. The catheter clamped, iabp placed on standby. The physician removed the catheter and placed on a hemostasis device. No leaking around the site; physician noted that balloon ruptured inside. During event, patient hemodynamics stable. After two hours, cardiac index (ci) was lower and patient needed a higher dose of dopamine and dobutamine infusions.